Event description:
The drill power cord that was sterile on the field was noted to be shredding large quantities of black fibers on the sterile field. Fibers were in irrigation fluid, on sponges, in medications and on drapes. Not possible to remove fibers from sterile field. This is a continual problem.